Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 11/10/2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measured at 438 mg/dl with associated symptoms of shortness of breath and dehydration. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient¿s adverse event was alleged to be associated with a power (no power) issue with the pump. The reporter denied damage to the pump and further denied any issues with the battery cap. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with an alleged pump malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: the pump's black box data from the date of the event had been overwritten due to continued use of the pump. No pump reboot events were observed in the available black box data. The battery cap was able to fully tighten to the pump. The pump powered on normally and was exercised for 24 hours with no issues observed. The recorded total daily doses of insulin added up correctly to the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated.